Event description:
The pt reported that he had rec'd several shocks while at home sleeping. Upon looking at the stored egms, there were more egm marker signals than r amplitudes resulting in the device diagnosing fib and delivering therapy. The physician reviewed the device diagnostics and concluded that there were no conspicuous anomalies. While examining the pt, the physician tried to replicate the apparent oversensing by moving the pt's arm and pressing on the device and lead without success. The physician elected to explant the lead.